Manufacturer narrative:
(B)(4). The access port associated with this report was not returned as the access port was not explanted. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis, if it is explanted in the future. It was repositioned during the procedure and allergan has not received the product at this time. Therefore, no analysis or testing has been done. No additional info has been reported to allergan regarding the serial number or model number.

Event description:
Physician reported a lap-band port "obstruction with too much fluids" first noticed when the pt was presented with nausea and vomiting. It is not known if the lap-band port will be removed or replaced. Follow-up findings: lap-band port was not explanted. It has been repositioned.